Event description:
It was reported that a trainer experienced a dexcom g6 integration issue during setup with an ilet, where the sensor completed warmup, requested and accepted a calibration, then displayed two dashes in place of glucose values and the cgm menu showed stop or replace sensor; attempts to start a new sensor with the pairing code failed, and a soft reset was advised. Symptoms included absence of cgm glucose readings. Outcomes included interruption of automated insulin dosing due to loss of cgm data. Investigation included remote troubleshooting, sensor restart attempts with code entry, and a soft reset of the ilet. Investigation of this case revealed a cgm pairing and data acquisition failure between the dexcom g6 and the ilet, consistent with a communication or setup anomaly preventing valid sensor data from populating the device. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm-device communication or configuration issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.